Event description:
It was reported that during an implant attempt, the physician was unable to get the right ventricular [rv] lead past the patient's valve and into the ventricle. The helix of the rv lead became "stuck in the heart" and was damaged, and the curve of the lead became straight. The rv lead was removed and the procedure was terminated, probably to be rescheduled at another center. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant, the stylet was stuck in the lead-distal coil and the lead was stretched. The analyst noted that blood in the distal connector likely entered through the is-1 pin as no insulation breach was observed.